Manufacturer narrative:
This is one for the same pt involving three separate products; associated MDR #1225714-2014-03891, 1225714-2014-03892 and 1225714-2014-03893.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2007, after use of the product.